Manufacturer narrative:
(B)(4). Internal file number - : (B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. Device identifier (di): the UDI is unknown because the part lot numbers were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported difficult to remove and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the balance middleweight (bmw) guide wire was advanced to the target site in the left anterior descending (lad) artery. A dragonfly optical coherence tomography (oct) catheter was advanced over the guide wire. The dragonfly oct catheter was repositioned and it was noted that the device became stuck on the bmw guidewire. It was thought that possibly the dragonfly caught on a weld point of the bmw, but this was not confirmed. The devices were removed as a single unit. There was no adverse patient effect and no clinically significant delay. No additional information was provided.